Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. On an unspecified date and time, the pump was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 10 minute pt lockout, and a 50mg four hour dose limit. After an unspecified length of time, the pt called the nurse due to increased pain. It was reported that after the pt press the button on the pt pendant, a dose was not delivered. The customer contact reported that the pca therapy was scheduled to be discontinued and the pt changed to oral pain medication; therefore, the device was removed from clinical service. The pt was given two percocet 5mg/325mg orally. It was reported that after 1 hour, the pt's pain was reported to be "controlled." During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Though requested, no additional info was provided.